Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing that does not appear to affect mode switch operation. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.